Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer would click "resume insulin" to resolve issue. During troubleshooting, tandem technical support was unable to identify the location of the blockage. The customer changed supplies and resumed insulin delivery. The customer's blood glucose was 180 mg/dl.